Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to infection. It was further reported that the infection occurred in the ins pocket. The patient was reported to have had a "history of (B)(6)." The ins was reported to have been "working fine." It was noted that the patient had "no complications." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# va0422t, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).